Manufacturer narrative:
(B)(4) has been initiated for this issue. Model ct7a serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1110558 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed.

Event description:
A report has been received on this manual wheelchair where the fork on the front end caster has come close loose from the caster journal however remains attached but rattles on different surfaces. Also on the frame on some areas were circular and are consistent with some type of bubbling . Reportedly, the chair overall looks good and the user is gentle user who takes care of her chair. No injury from this incident. Dealer to replace both affected parts on this device.